Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly unable to perceive loudness growth with the device. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. During surgery, excessive sclerosis and scar tissue was noted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed fatigue breaks at some electrodes. These are believed to have occurred during revision surgery. This device was explanted for medical reasons. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.